Event description:
It was reported that revision surgery was performed due to recurrent instability and severe adverse local tissue reaction with large pseudotumor formation. Elevated metal ion levels and infection were confirmed.